Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the screen was very dark and hard to read, as a result the display was replaced. It was also noted that the handle was broken, the display drops in most positions, the common mode/wrist electrode tests were out of specification, and the external monitor had a green background. (B)(4).

Event description:
It was reported the screen is too dark (dim). The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.